Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the quadripolar left ventricular (lv) lead failed to advance through the subselector catheter despite significant manipulation. The physician then attempted to implant a bipolar lv lead in the same lv branch but there was no capture. Another lv branch was tried by using both the quadripolar and bipolar lv leads. Before insertion, saline was seen leaking from the quadripolar lv lead during flushing due to an insulation breach distal to the suture sleeve area, which was confirmed visually. Both the lv leads were not used and replaced with a new quadripolar lv lead. The patient remained in stable condition throughout the procedure.